Event description:
During the second use that day after taking many samples of the mass and watching the mass get smaller on the ultrasound image, the physician and tech looked at the basket and it had blood but no tissue. Seven samples were taken with the encor per the machine. After dismantling the biopsy probe and flushing it with saline, a blob of tissue came out. The physician was concerned it still didn¿t seem like enough tissue to match what he sampled. According to the tech and physician, it sounded normal throughout the procedure and appeared to be making the mass smaller as it sampled. The patient also presented with a large hematoma after the biopsy. The pathology report came back inconsistent with the outcome our radiologist expected. This is causing the patient to consult with a surgeon for surgical excision of the mass for definitive diagnosis and treatment.